Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. The device handling that may result in bleeding has been warned in the instruction manual as follows; do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Biopsy may cause bleeding. If you take a large sample or press the instrument¿s distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only.

Event description:
During a gastric fundic biopsy, the subject device was used. The user facility reported that the mucous membrane was torn rather than cut. Significant bleeding occurred. Clips and hemostatic gel were used for hemostasis. Biopsy was stopped. The patient came for ambulatory surgery, but was kept in hospitalization. It was reported that the current state of the patient is well.